Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that saline solution leaked and the system's safety switch cut the power to the system during a surgical procedure. The procedure was completed with a backup system. There was no harm to the pt.